Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported when the catheter was being placed for the patient the spring wire guide separated. The clinician was able to extract the piece of wire by pulling it out of the patient. No surgical cut down was required. As a result, another catheter was placed successfully. There was no delay in treatment and no patient death or complications were reported.